Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. After day 1 of wearing the sensor, the patient started to feel itchy and rubbed the area and redness appeared. It was indicated that there was a bad smell and the adhesive turned yellow. The patient's mother removed the sensor and applied cortisone cream and anti-fungal cream that was prescribed about 6-7 months ago from a previous reaction on (B)(6) 2017. At the time of contact, the patient was doing fine. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.